Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. The evaluation confirmed reported phenomenon but it was not duplicated later. In addition, the evaluation confirmed followings. - there were the scratches on the bending section rubber. - the adhesive of the bending section was missing. - the angulation lock does not work properly. - there were wet marks on the electrical contact of the video connector. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device became black and white during an unspecified therapeutic procedure. The facility replaced the subject device with a similar but different scope and completed the procedure. There was no patient injury reported.